Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure in 2012 and the mesh was implanted. Now the mesh eroded through the vaginal mucosa. In the near future, the vaginal mucosa will be re-sutured over the exposed mesh. No further information is available.